Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation of the auxiliary water channel was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: "1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities.". "3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". "1 attach a syringe containing sterile water or the water tube from a flushing pump to the luer port of the auxiliary water tube. 2 feed water from the syringe or the water tube. 3 confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in event, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. The insertion tube was discolored. The curved rubber adhesive part was missing. Scratches were found on the tip cover. Discoloration was on the tip cover. The watertightness of the up/down knob was not maintained. There was a strange noise from the up/down knob. There were scratches on the up/down knob. The up/down knob was corroded. There were scratches on the up/down angle fixing lever. There were scratches on the right/left angle fixing knob. Discoloration of the objective lens was observed. The field of view was cloudy due to discoloration of the objective lens. Shadows were visible in the image. Discoloration of the illumination lens was recognized. Scratches were found on the operation part. Discoloration of the operation part was recognized. There was a scratch on the hardness adjustment ring. Scratches were found on the switch box. The suction cylinder was scraped. Scratches were on the operation unit cover. Scratches were found on the right/left knob. Scratches were found on the grip. Discoloration of the grip part was recognized. The forceps plug cap had been scraped off. Scratches were found on the universal cord. Scratches were found on the scope connector. The scope connector was corroded. There were scratches on the scope connector cover. Peeling of paint was recognized on the suction cylinder. Protector of universal cord on scope connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis exera iii colonovideoscope suction waste liquid leaked from the connector. There was no report of user or patient harm associated with this event. During incoming inspection, foreign matter came out of the auxiliary water supply channel due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.